Event description:
After using several official replacement water tanks for my resmed airsense 11 CPAP machine, I began noticing a strong chemically burning plastic smell coming through the mask during the night. The smell starts appearing a few months after using a new tank, and I've observed dark brown discoloration on the bottom of each tank near the metal heating plate. Replacing the tank resolves the issue temporarily, but the problem returns with the next one. This recurring issue raises concerns about inhaling potentially harmful fumes and the possibility of material degradation in a heated medical device.